Event description:
It was reported that the intra-aortic balloon (iab) was to be inserted as a precaution, only a border line need. While in the cath lab, the iab was prepped and the sheath was inserted into the pts' femoral artery. The iab could not be advanced through the sheath, nor could it be removed. As a result, the md removed the iab and the sheath as one unit. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay / interruption in therapy was listed as 5 mins. Another iab was not inserted. The pt was not harmed by this incident.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.